Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. Replacement open spine clamp shipped to site (B)(4) 2012. Medtronic representative at the site RMA issued. Suspect device has not yet been received by the manufacturer for further evaluation.

Event description:
A medtronic representative reported an open spine clamp with a worn end. A replacement was requested. There was no patient present.